Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
No product was returned to zoll medical corporation for evaluation, and the device serial number is unknown. The device was reported as one of three r series units unable to obtain an ECG signal. The customer isolated the issue to a faulty ECG cable, which was replaced and discarded, resolving the issue. As the problem was attributed to the ECG cable and no device was returned for analysis, the investigation was closed as customer resolved, no product returned.